Manufacturer narrative:
Additional information was received that the root cause of this issue was poor maintenance of the facility air and oxygen supplies causing contamination of the anesthesia machine. The malfunction was caused by user error. This was not a reportable malfunction. Additional information was received that the root cause of this issue was poor maintenance of the facility air and oxygen supplies causing contamination of the anesthesia machine. The malfunction was caused by user error. This was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Incident date: unknown at time of MDR filing. Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that machine is shutting down automatically. There was no report of patient involvement.